Event description:
It was reported the patient is experiencing pain at the ipg site constantly. The patient states the pain increases with the stimulation onto the point that she can only use the stimulation for 30 minutes. In addition, the patient also reports she feels as if the ipg is no longer flat inside her body, however, she is not experiencing any difficulty in communication with the external devices. An x-ray was taken and showed no anomalies, though the x-ray was not taken at the best angle to determine if the ipg is flat. The patient is unable to determine if the patient relief is effective as previous because she has not been using the scs system due to the pain at the ipg site. The physician prescribed a topical cream and the patient reports the cream relieved the pain a little bit but not enough. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.